Manufacturer narrative:
H10: h3, h6: the unit used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded no patient harm is being alleged, no further assessment is warranted at this time. Visual evaluation of the rf12000, q2 controller s/n(B)(6) shows the warranty seal is untouched and in its original condition. The manufacturing date of the controller is rev.q / 2020. The housing of the controller was opened - no visible manufacturing abnormalities or defect components were found. No fluid spill marks were detected inside the unit. No manufacturing abnormalities or defect components were visually found on the returned unit. During functional evaluation the controller was powered on and an ¿f4-hardware failure¿ immediately occurred associated with an alarm sound and the red attention led. The failure could not be reset. No other failures were found. The complaint was verified and the root cause was associated with a component failure: if a use-limiting wand was used, the wand may no longer work after the generator is reset. If the error persists, then the generator needs to be exchanged. There are no indications to suggest the device did not meet product specifications upon release into distribution. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during a knee arthroscopy the controller had a f4 error message. The procedure was completed with a competitor device, no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.